Event description:
It was reported that the patient had pain at the ipg site and experienced inadequate stimulation despite reprogramming attempt. In addition, the patient noticed that the ipg was dying faster. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.